Manufacturer narrative:
D4 expiration date was updated. The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present, as the provided calibration and qc data were acceptable. The analyzer alarm trace contained numerous sample-quality-related alarms, indicating possible preanalytic issues. There was no product problem identified.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable pth elecsys e2g results from the cobas e 801 module. One example was provided. The initial result was 14.4 pg/ml. The repeat results were 56.1 pg/ml and 56.6 pg/ml.